Manufacturer narrative:
Correction: the awareness date was incorrectly marked as the "date received" by the us postal service. Due to the covid-19 pandemic, these mail pieces were not delivered to bd personnel within the facility until 10 sep 2020. As a result, the following information has been updated: g.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that the unspecified bd¿ needle was damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spontaneous patient reported damaged 25g needle and 1ml syringe, no further information. Unknown if pt missed a dose, experienced an adverse event or if the needle is available for return. Unk lot and expiration. No further information known reported to (B)(6) by pt/caregiver."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd¿ needle was damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spontaneous patient reported damaged 25g needle and 1ml syringe, no further information. Unknown if pt missed a dose, experienced an adverse event or if the needle is available for return. Unk lot and expiration. No further information known reported to (B)(6) by pt/caregiver."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ needle was damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spontaneous patient reported damaged 25g needle and 1ml syringe, no further information. Unknown if pt missed a dose, experienced an adverse event or if the needle is available for return. Unk lot and expiration. No further information known reported to (B)(6) by pt/caregiver."